Event description:
Edwards received notification of a pascal precision ace procedure in tricuspid position. Approximately 2 months after the procedure, a single leaflet device attachment (slda) was detected. Three devices were implanted. The first device was implanted in antero-septal position to reduce the coaptation gap, the second in antero-septal position to reduce tricuspid regurgitation central/anterior-septal, and the third in postero-septal position and above a pacemaker probe to push it away with the pascal more centrally. The third device detached. As per medical opinion, the reason for the slda was the pacemaker probe that had to be surrounded during the procedure by the pascal devices and the probe manipulated the nearest pascal implanted, as it might have pushed back the pascal with every heart movement. Tricuspid regurgitation level before the procedure was torrential and when the slda was detected severe. There was a planned re-do procedure for the patient.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformance related to the complaint event was identified. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed based on the information provided by the edwards clinical specialist (cs). Available information suggests that interaction with the previously implanted pacemaker likely contributed to the event. Per information provided, the pacemaker lead might have pushed back the nearest pascal (in this case the postero-septal one) with every heart movement. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing non-conformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.